Event description:
It was reported that the device stopped ventilating when switching from niv to tube ventilation. According to the user, the device alarmed and indicated device fault 12. No further ventilation was possible, and the patient ventilation was continued on ambu bag. No patient injury was reported.

Manufacturer narrative:
The affected device was examined on site by dräger service, and the logbook was available for your detailed analysis. No malfunction was detected in a device test and trial run. Analysis of the logbook revealed that the safety software detected a deviation regarding the flow and pressure measurement module (m4.1) at approximately 9:45 a.m. System time on november 25 and issued several alarm messages such as "device failure," "device failure (12)," "pressure measurement impaired," and "pressure measurement failed." The pcb m4.1 including the supply and data cable was replaced, and sent to dräger lübeck for examination. After the exchange, the device successfully passed a full device test. A check of the components found no malfunction. Based on the analysis results, a temporary fault of the m4.1 module is the root cause of the reported incident. The device reacted as specified for the fault condition. If the safety software detects a malfunction with respect to the flow and pressure measurement module, gas delivery is stopped, the emergency valve is opened against the environment and an appropriate alarm message is issued to the user. Use of an alternative device may be deemed necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device stopped ventilating when switching from niv to tube ventilation. According to the user, the device alarmed and indicated device fault 12. No further ventilation was possible, and the patient ventilation was continued on ambu bag. No patient injury was reported.